Event description:
It was reported that stent insufficient apposition occurred. A synergy¿ drug eluting stent was advanced to treat the lesion. However, when the stent was deployed, the physician noted that the proximal end of the stent had not fully expanded and the stent looked like a funnel. A balloon catheter was advanced to further dilate the deployed synergy¿ stent but was unable to pass through the stent. The procedure was not completed. No patient complications were reported and the patient¿s status is stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).